Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's oxygen blender board was replaced to address the issue. Additionally, the keypad trilogy kit, exhaust fan assembly, and filter were replaced, which were not related to the malfunction/issue.